Event description:
A patient reported that their dentist has determined that they need to have their teeth realigned due to an uneven bite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Report #3014845255-2024-03877 is a duplicate of report #3014845255-2024-04002 issued on 1-23-2025.